Event description:
It was reported by the customer that pyxis medstation es system drawer was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer removed the drawer and replaced the flat flex cable along with the pyxibus controller board. The system functioned as intended after the field service engineer troubleshooted the device.